Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this device experienced a heart rate in the 20's and a syncopal episodes. The patient was intubated as a result. The patient has not been followed since the implant of the device in 2001. Interrogation of the device indicated that the device reached end of life in november 2009.